Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events capsular contracture was received on (B)(6) 2025 with lot number 618580. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, opening and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsule". Later, healthcare professional reported "capsular contracture baker grade iii". This report is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "capsule". Later, healthcare professional reported "capsular contracture baker grade iii". This report is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.